Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log could not be reviewed, log not available. Device was not sent fo france for investigation as repairs were carried out locally. The defective spare part was received at brézins for investigation. During the external visual inspection, nothing was observed. The investigator checked the defective air detector with our volumat tester to verify the reported issue. He started with the maintenance test 14 to read the value of the detector. He found that the value with the tube filled with water was out of tolerance. The value was 303 mv at startup and drifted during the run-in to 226 mv triggering the air alarm. In this state, the device would still be in alarm preventing its operation, as proven in our laboratory. The reason of this the failure is due to a drift of the detector value below the required level. The root cause is due to a weakness of the ceramic bond. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Air bubble alarm.